Event description:
It was reported that the patient presented with syncope, dizziness, a seizure-like episode and ventricular tachycardia (vt) induced by valsalva-like maneuvers during defecation and micturition. It was suspected that valsalva strain led to the emptying of the ventricles and subsequent mechanical aggravation of the ventricular tissue by the leadless pacemaker¿s (lp) docking button. Prior to the replacement procedure, the patient collapsed with vt. Chest compressions were performed until the patient was responsive. The lp was explanted and replaced with a dual chamber implantable cardioverter defibrillator. No further patient consequences were reported.